Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The device was implanted at (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Blocks b5, b6, b7, h6: patient codes and impact codes have been updated based on the information received on september 26, 2022. Block b3 date of event: date of event was approximated to (B)(6) 2016, implant date, based on the information that the patient developed pain immediately after the procedure. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. Roy clinton stringfellow penrose st. Francis hospital colorado springs, co block h6: patient codes e2101, e1309, e1309, e0123, e1901, e1310, e2015, e1405, e1301, e1302 and e2401 capture the reportable events of mesh firmly adherent tissue fragments; voiding is slower, hesitancy; postoperative obturator neuralgia and ilioinguinal nerve injury; pain in the bladder with frequent utis, abdominal pain, joint and back pain, sitting pain with genital pain, pain in the medial thigh going down to the left leg; bacterial vaginosis; atrophic vaginitis and vulvovaginal atrophy; difficulty with intercourse; burning when urinating; blood in urine, occasional hematuria; and trouble ambulating; impact codes f1905, f1202 and f2201 capture the reportable events of pieces of mesh removed, severely disabled by pain and bladder biopsy. Block 11: block g2 report resource has been corrected.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a laparoscopy right salphingo - oopherectomy and cystoscopy with hydrodistension + transobturator sling procedure performed on(B)(6)2016 for the treatment of female stress urinary incontinence. The patient tolerated the procedure well and having minimal pain. As reported by the patient's attorney, the patient experienced an unknown injury. ---additional information received on (B)(6) 2022--- on (B)(6) 2017, the patient came for ic interstitial cystitis, pelvic pain and questionable recurrent utis. She always had bladder pain that was helped by following an ic diet, but it was worse when she had uti. Typically, antibiotics made her symptoms better but keflex this past time did not. She underwent a complex lap loa lysis of adhesions and pv pubovaginal sling placement this past year, (B)(6) 2016, which helped her mild sui but worsened her pelvic pain. She had lower back pain that she attributes to this that limits her ability to ambulate. Rated her problem as 10/10. Was on chronic fentanyl for pain. Denies sui but had urgency. Not sexually active due to dyspareunia. Medication list: allergy tablet estrogen0.1mg patch fentanyl 50mcg per hour transdermal patch ibuprofen 800mg oral tablet lamictal 200mg oral tablet timolol 40mg tablet oral review of systems showed fever, chills, abdominal pain, vomiting, blood in urine, urinary frequency, burning when urinating, difficulty with intercourse, loss of balance, memory loss, joint and back pain. In a physical examination, abdomen had tone normal without rigidity or guarding, abdomen diffusely tender to palpation, diffuse back pain, no masses present. Recommended urine culture and CT scan of abdomen and pelvis. Because of the complexity of her situation, recommended referral to pelvic floor specialist. May need mesh removal but most of her symptoms have been present before that. Planned for urine culture and sensitivity. Assessment reports cystitis, dyspareunia and pelvic pain. June 8, 021 progress notes: the patient presented with complaints of pelvic pain consistent with obturator neuralgia status post placement of a tvt o sling in 2016. The patient stated it was an obtryx sling. She stated it was placed for the treatment of cystocele and not for stress incontinence. Developed pain immediately after the procedure. She noted pain in the bladder with frequent utis and occasional hematuria; pain in the medial thigh going down her left leg; trouble ambulating. Pain is getting worse. She also noted sitting pain with genital pain; urinary urgency and frequency; no retention but voiding is slower; occasionally felt the sensation of passing gas per the urethra; positive constipation as well for 2 years; positive dyschezia; unable to have sex secondary to pain. However, she did note reduced clitoral sensation with inability to achieve orgasm. The patient will be scheduled in office consultation as well as an or time for complete mesh excision including both groin meshes. Impression: pelvic pain secondary to mesh (B)(6) 2021 progress notes: the patient came complaining of vaginal pain, obturator neuralgia, recurrent uti and pudendal neuralgia. She continued to be severely disabled by her pain. She had significant difficulty with ambulation secondary to pain from her right sided obturator neuralgia. Continued to have significant sitting pain. She had been plated with recurrent utis and was on chronic antibiotics and had been using gabapentin which was mildly helpful. Next logical step in this patient's treatment would be complete mesh excision. Removing the mesh from the vaginal component as well as bilateral groin dissections for removal of the mesh from there as well. Diagnosis resulted chronic pain, recurrent uti, atrophic vaginitis, postoperative obturator neuralgia, and bacterial vaginosis. The patient has pudendal and obturator neuralgia with recurrent uti secondary to her tvt o sling. She also appeared to have some elements of right sided ilioinguinal neuralgia. The patient wished to proceed with surgery as soon as she is in a position to get it. She applied or disability and being granted disability. Patient prescriptions for antibiotics for her recurrent utls as well as recurrent episodes of bacterial vaginosis and gabapentin. Suggested ilioinguinal neurectomy at the time of her mesh excision surgery. Physical exam abdomen: the patient appeared to have some pain associated with palpation of the right side of her pfannenstiel scar possibly consistent with an ilioinguinal nerve injury. External genitalia: mild allodynia in the posterior fourchette of the vagina, positive skin rolling sensitivity both medial thighs as well as the upper vulva, positive point tenderness along the inferior pubic rami. Vagina: the levator plate is tight and tender to palpation, both obturator internus muscles are tender to palpation, the mesh itself feels quite tight and is exquisitely tender to palpation. Rectal: coccyx is nontender, both sacrospinous ligament complexes are tender the right greater than left, positive tinel sign. October 28, 2021 progress notes: assessment and plan: 1. Chronic pelvic pain in female 2. Gross hematuria 3. History of suburethral sling procedure 4. Frequent uti 5. Difficulty voiding 6. History of nephrolithiasis 7. Genitourinary syndrome of menopause medications place this encounter: estradiol vaginal cream methylprednisolone diphenhydramine there are no discontinued medications. Orders placed this encounter procedures: urodynamic studies cystoscopy urine culture urine culture CT ivp us pelvic mesh evaluation w 3d ua dipstick w/ reflex to microscopic exam if indicated, no culture reflex, except eph ua dipstick w/ reflex to microscopic exam if indicated, no culture reflex, except eph poct us bladder post void residual - os the following plan was developed: 1. Chronic pelvic pain, groin pain, hip pain, bilaterally 2. Status post transobturator synthetic mesh mid urethral sling, obtryx cystoscopy will be performed to further evaluate her symptoms and monitor anatomy. This will include evaluate for any urothelial abnormalities in her bladder or urethra as well as ruling out lower urinary tract mesh erosion. Particularly with patient's prior history of intermittent gross hematuria. Will also check a translabial ultrasound to localize a prior suburethral sling and will aid in surgical planning. Would like to obtain urodynamics to further evaluate her baseline lower urinary tract symptoms and function and help counsel her regarding surgical expectations. The patient had gross hematuria and a history of nephrolithiasis. She had undergone prior bladder biopsy in 2017 at outside hospital in colorado springs. Urology records and pathology records were reviewed which were notable for benign pathology. By limited records it appeared she had retrograded pyelograms. Given ongoing intermittent gross hematuria without culture proven infectious etiology as well as history of recurrent utis, recommend CT ivp. Could not obtain mr urogram to interstim implant which is not MRI compatible. Patient reported she had received IV contrast with premedication and tolerated without issue. Frequent urinary tract infections had mostly been treated empirically by the patient with self - start therapy. She had received refills via a general telemedicine service. She would like to continue prophylaxis with keflex. For genitourinary syndrome of menopause, should start low - dose topical vaginal estrogen with estrace. Outside records stated patient denied urinary incontinence prior to procedure, and at present as well. Pain was only relieved when lying down at night and hot baths also helped, which she does often. Saw a urologist, tried acupuncture and bladder instillations. Performed bladder biopsy. Interstim placed in 2017 due to constant utis and bladder pain, frequency, urgency, dysuria. Never experienced relief with interstim. Most utis were culture negative. Currently on continuous antibiotic prophylaxis cephalexin. On self - start therapy with flagyl for bv as well. Never had urodynamics. Prior therapies: interstim pne bladder instillations moldwin's cocktail continuous antibiotic prophylaxis bv prophylaxis with flagyl current therapy: keflex ppx abx for uti flagyl self - start therapy gabapentin for pain interstim is turned off review of systems reported positive for dysuria, hesitancy, intermittency, straining to void, sensation of incomplete voiding sometimes, force of urinary stream was poor. Sling was palpable at approximately mid urethra and was tender to palpation throughout the vaginal portion. Pain was greatest at obturator internus bilaterally. Mild pain levators bilaterally. Mild bladder pain with palpation. There was significant vulvovaginal atrophy with approximately 75% regression of labia minora. December 10, 2021 pathology: final diagnosis a) medical device, right side surgical mesh, removal: piece of mesh removed gross description: designated right side of mesh is an irregular, flexible piece of mesh, 11.3 x 0.8 x 0.3 cm, with suture material along the side and firmly adherent tissue fragments, which are not submitted. B) medical device, left side surgical mesh, removal: piece of mesh removed gross description: b) designated left side of mesh is an irregular, flexible mesh fragment, 6.2 x 1.0 x 0.2 cm, with firmly adherent, minimal fibrous tissue is not submitted.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a laparoscopy right salphingo-oophorectomy and cystoscopy with hydrodistension + transobturator sling procedure performed on (B)(6) 2016 for the treatment of female stress urinary incontinence. The patient tolerated the procedure well and having minimal pain. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code (B)(6) captures the reportable event of unknown injury. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Blocks b5 and h6: patient codes and impact codes have been updated based on the information received on january 24, 2023. Block b3 date of event: date of event was approximated to may 12, 2016, implant date, based on the information that the patient developed pain immediately after the procedure. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: imdrf patient codes e2101, e1309, e1309, e0123, e1901, e1310, e2015, e1405, e1301, e1302, e2401 and e2328 capture the reportable events of mesh firmly adherent tissue fragments; voiding is slower, hesitancy; postoperative obturator neuralgia and ilioinguinal nerve injury; pain in the bladder with frequent utis, abdominal pain, joint and back pain, sitting pain with genital pain, pain in the medial thigh going down to the left leg; bacterial vaginosis; atrophic vaginitis and vulvovaginal atrophy; difficulty with intercourse; burning when urinating; blood in urine, occasional hematuria; trouble ambulating; and transvaginal urethrolysis. Imdrf impact codes f1905, f1202, f2201 and f1901 capture the reportable events of pieces of mesh removed, severely disabled by pain, bladder biopsy and additional surgery for transvaginal urethrolysis.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a laparoscopy right salphingo - oopherectomy and cystoscopy with hydrodistension + transobturator sling procedure performed on may 12, 2016 for the treatment of female stress urinary incontinence. The patient tolerated the procedure well and having minimal pain. As reported by the patient's attorney, the patient experienced an unknown injury. Additional information received on september 26, 2022: on (B)(6) 2017, the patient came for ic interstitial cystitis, pelvic pain and questionable recurrent utis. She always had bladder pain that was helped by following an ic diet, but it was worse when she had uti. Typically, antibiotics made her symptoms better but keflex this past time did not. She underwent a complex lap loa lysis of adhesions and pv pubovaginal sling placement this past year, (B)(6) 2016, which helped her mild sui but worsened her pelvic pain. She had lower back pain that she attributes to this that limits her ability to ambulate. Rated her problem as 10/10. Was on chronic fentanyl for pain. Denies sui but had urgency. Not sexually active due to dyspareunia. Medication list: allergy tablet, estrogen0.1mg patch, fentanyl 50mcg per hour transdermal patch, ibuprofen 800mg oral tablet, lamictal 200mg oral tablet, timolol 40mg tablet oral. Review of systems showed fever, chills, abdominal pain, vomiting, blood in urine, urinary frequency, burning when urinating, difficulty with intercourse, loss of balance, memory loss, joint and back pain. In a physical examination, abdomen had tone normal without rigidity or guarding, abdomen diffusely tender to palpation, diffuse back pain, no masses present. Recommended urine culture and CT scan of abdomen and pelvis. Because of the complexity of her situation, recommended referral to pelvic floor specialist. May need mesh removal but most of her symptoms have been present before that. Planned for urine culture and sensitivity. Assessment reports cystitis, dyspareunia and pelvic pain. (B)(6) 2021 progress notes: the patient presented with complaints of pelvic pain consistent with obturator neuralgia status post placement of a tvt o sling in 2016. The patient stated it was an obtryx sling. She stated it was placed for the treatment of cystocele and not for stress incontinence. Developed pain immediately after the procedure. She noted pain in the bladder with frequent utis and occasional hematuria; pain in the medial thigh going down her left leg; trouble ambulating. Pain is getting worse. She also noted sitting pain with genital pain; urinary urgency and frequency; no retention but voiding is slower; occasionally felt the sensation of passing gas per the urethra; positive constipation as well for 2 years; positive dyschezia; unable to have sex secondary to pain. However, she did note reduced clitoral sensation with inability to achieve orgasm. The patient will be scheduled in office consultation as well as an or time for complete mesh excision including both groin meshes. Impression: pelvic pain secondary to mesh (B)(6) 2021 progress notes: the patient came complaining of vaginal pain, obturator neuralgia, recurrent uti and pudendal neuralgia. She continued to be severely disabled by her pain. She had significant difficulty with ambulation secondary to pain from her right sided obturator neuralgia. Continued to have significant sitting pain. She had been plated with recurrent utis and was on chronic antibiotics and had been using gabapentin which was mildly helpful. Next logical step in this patient's treatment would be complete mesh excision. Removing the mesh from the vaginal component as well as bilateral groin dissections for removal of the mesh from there as well. Diagnosis resulted chronic pain, recurrent uti, atrophic vaginitis, postoperative obturator neuralgia, and bacterial vaginosis. The patient has pudendal and obturator neuralgia with recurrent uti secondary to her tvt o sling. She also appeared to have some elements of right sided ilioinguinal neuralgia. The patient wished to proceed with surgery as soon as she is in a position to get it. She applied or disability and being granted disability. Patient prescriptions for antibiotics for her recurrent utls as well as recurrent episodes of bacterial vaginosis and gabapentin. Suggested ilioinguinal neurectomy at the time of her mesh excision surgery. Physical exam: abdomen: the patient appeared to have some pain associated with palpation of the right side of her pfannenstiel scar possibly consistent with an ilioinguinal nerve injury. External genitalia: mild allodynia in the posterior fourchette of the vagina, positive skin rolling sensitivity both medial thighs as well as the upper vulva, positive point tenderness along the inferior pubic rami. Vagina: the levator plate is tight and tender to palpation, both obturator internus muscles are tender to palpation, the mesh itself feels quite tight and is exquisitely tender to palpation. Rectal: coccyx is nontender, both sacrospinous ligament complexes are tender the right greater than left, positive tinel sign. (B)(6) 2021 progress notes: assessment and plan: 1. Chronic pelvic pain in female, 2. Gross hematuria, 3. History of suburethral sling procedure, 4. Frequent uti, 5. Difficulty voiding, 6. History of nephrolithiasis, 7. Genitourinary syndrome of menopause. Medications place this encounter: estradiol vaginal cream, methylprednisolone, diphenhydramine, there are no discontinued medications. Orders placed this encounter procedures: urodynamic studies, cystoscopy, urine culture, urine culture, CT ivp, us pelvic mesh evaluation w 3d, ua dipstick w/ reflex to microscopic exam if indicated, no culture reflex, except eph, ua dipstick w/ reflex to microscopic exam if indicated, no culture reflex, except eph, poct us bladder post void residual - os. The following plan was developed: 1. Chronic pelvic pain, groin pain, hip pain, bilaterally. 2. Status post transobturator synthetic mesh mid urethral sling, obtryx. Cystoscopy will be performed to further evaluate her symptoms and monitor anatomy. This will include evaluate for any urothelial abnormalities in her bladder or urethra as well as ruling out lower urinary tract mesh erosion. Particularly with patient's prior history of intermittent gross hematuria. Will also check a translabial ultrasound to localize a prior suburethral sling and will aid in surgical planning. Would like to obtain urodynamics to further evaluate her baseline lower urinary tract symptoms and function and help counsel her regarding surgical expectations. The patient had gross hematuria and a history of nephrolithiasis. She had undergone prior bladder biopsy in 2017 at outside hospital in colorado springs. Urology records and pathology records were reviewed which were notable for benign pathology. By limited records it appeared she had retrograded pyelograms. Given ongoing intermittent gross hematuria without culture proven infectious etiology as well as history of recurrent utis, recommend CT ivp. Could not obtain mr urogram to interstim implant which is not MRI compatible. Patient reported she had received IV contrast with premedication and tolerated without issue. Frequent urinary tract infections had mostly been treated empirically by the patient with self - start therapy. She had received refills via a general telemedicine service. She would like to continue prophylaxis with keflex. For genitourinary syndrome of menopause, should start low - dose topical vaginal estrogen with estrace. Outside records stated patient denied urinary incontinence prior to procedure, and at present as well. Pain was only relieved when lying down at night and hot baths also helped, which she does often. Saw a urologist, tried acupuncture and bladder instillations. Performed bladder biopsy. Interstim placed in 2017 due to constant utis and bladder pain, frequency, urgency, dysuria. Never experienced relief with interstim. Most utis were culture negative. Currently on continuous antibiotic prophylaxis cephalexin. On self - start therapy with flagyl for bv as well. Never had urodynamics. Prior therapies: interstim, pne, bladder instillations moldwin's cocktail, continuous antibiotic prophylaxis, bv prophylaxis with flagyl. Current therapy: keflex ppx abx for uti, flagyl self - start therapy, gabapentin for pain, interstim is turned off. Review of systems reported positive for dysuria, hesitancy, intermittency, straining to void, sensation of incomplete voiding sometimes, force of urinary stream was poor. Sling was palpable at approximately mid urethra and was tender to palpation throughout the vaginal portion. Pain was greatest at obturator internus bilaterally. Mild pain levators bilaterally. Mild bladder pain with palpation. There was significant vulvovaginal atrophy with approximately 75% regression of labia minora. (B)(6) 2021 pathology: final diagnosis a. Medical device, right side surgical mesh, removal: piece of mesh removed gross description: designated right side of mesh is an irregular, flexible piece of mesh, 11.3 x 0.8 x 0.3 cm, with suture material along the side and firmly adherent tissue fragments, which are not submitted. B. Medical device, left side surgical mesh, removal: piece of mesh removed gross description: b. Designated left side of mesh is an irregular, flexible mesh fragment, 6.2 x 1.0 x 0.2 cm, with firmly adherent, minimal fibrous tissue is not submitted. Additional information received on january 24, 2023: on (B)(6) 2016, patient was evaluated for continued medication management of chronic cervical pain with headaches and abdominal pain - diagnosed as abdominal compartment syndrome after childbirth. She was using fentanyl 50 mcg every 48 hours with oxycodone 15 mg 4 times per day and was to work on tapering by decreasing the oxycodone or extending the duration of the duragesic patched from 48 to 60 hours. The patient stated she had tried this and it did not work well. Additionally, she reported that in the meantime she had undergone bladder sling surgery which caused some stress incontinence and increased pain. The impression also included low back and bilateral lower extremity radicular symptoms. The plan was for the patient to decrease the oxycodone from 4 to 3 tablets in a day regularly. Topamax 25 mg was added anywhere from 1 to 4 at night. She will increase the dose every 3 days if needed. She will discontinue amitriptyline in the interim. On november 18, 2021, patient visited the office for urodynamic study and scheduled to return for cystoscopy. Visit diagnosis: complication of other implanted genitourinary mesh, unspecified complication, subsequent encounter. History of suburethral sling procedure, chronic pelvic pain in female, difficulty voiding, bilateral groin pain. Planned procedure: 1. Transvaginal exploration for mesh removal, 2. Transvaginal urethrolysis, 3. Bilateral obturator fossa exploration for mesh removal, 4. Anterior vaginal wall reconstruction, 5. Cystoscopy. Pre-procedure diagnosis: 1. Difficulty voiding, 2. Frequent uti, 3. History of suburethral sling procedure. Procedure: multi - channel urodynamics including complex cystometrogram - cmg, surface electromyography - emg, complex uroflowmetry, voiding pressure studies, and measurement of intraabdominal pressure. The patient tolerated the procedure well. Impression: urodynamics showed normal compliance and reduced maximum cystometric capacity. They demonstrated normal sensation - patient was aware of increasing sensation with bladder filling up to a strong desire to void. Detrusor response to filling was normal without detrusor overactivity. Urinary incontinence with detrusor overactivity was not demonstrated. Voiding was with normal pressure, normal flow, complete emptying, and silent emg activity. There was no definitive evidence of obstruction. Stress urinary incontinence was not demonstrated. On (B)(6) 2021, the patient underwent cystoscopy. Cystoscopy showed no lower urinary tract mesh erosion and was unremarkable. Urodynamics were without definitive evidence of bladder outflow obstruction. On (B)(6) 2021, the patient visited the office post mesh removal on december 10, 2021. The preoperative diagnoses prior to the mesh removal were: 1. Complication of implanted genitourinary mesh, 2. Bilateral groin pain, 3. History of suburethral sling procedure, 4. Chronic pelvic pain in female. The procedures performed included: 1. Cystourethroscopy. 2. Transvaginal exploration for mesh removal. 3. Bilateral exploration of the thigh and obturator foramen for mesh removal. 4. Transvaginal urethrolysis. 5. Anterior vaginal wall reconstruction. At the time of the post - op visit, the assessment and plan were as follows: status post complete sling excision. She was doing well post op. Subjectively, her voiding lower urinary tract symptoms had resolved post sling excision. Voiding without difficulty and normal flow; no gross hematuria or dysuria; regular bowel movements. Continued activity restrictions and discussed precautions. Started low dose of topical vaginal estrogen. The patient was to return for follow up in 3 months, around (B)(6) 2022.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a laparoscopy right salphingo - oopherectomy and cystoscopy with hydrodistension + transobturator sling procedure performed on (B)(6) 2016 for the treatment of female stress urinary incontinence. The patient tolerated the procedure well and having minimal pain. As reported by the patient's attorney, the patient experienced an unknown injury. Additional information received on september 26, 2022. On (B)(6) 2017, the patient came for ic interstitial cystitis, pelvic pain and questionable recurrent utis. She always had bladder pain that was helped by following an ic diet, but it was worse when she had uti. Typically, antibiotics made her symptoms better but keflex this past time did not. She underwent a complex lap loa lysis of adhesions and pv pubovaginal sling placement this past year, (B)(6) 2016, which helped her mild sui but worsened her pelvic pain. She had lower back pain that she attributes to this that limits her ability to ambulate. Rated her problem as 10/10. Was on chronic fentanyl for pain. Denies sui but had urgency. Not sexually active due to dyspareunia. Medication list: allergy tablet. Estrogen0.1mg patch. Fentanyl 50mcg per hour transdermal patch. Ibuprofen 800mg oral tablet. Lamictal 200mg oral tablet. Timolol 40mg tablet oral. Review of systems showed fever, chills, abdominal pain, vomiting, blood in urine, urinary frequency, burning when urinating, difficulty with intercourse, loss of balance, memory loss, joint and back pain. In a physical examination, abdomen had tone normal without rigidity or guarding, abdomen diffusely tender to palpation, diffuse back pain, no masses present. Recommended urine culture and CT scan of abdomen and pelvis. Because of the complexity of her situation, recommended referral to pelvic floor specialist. May need mesh removal but most of her symptoms have been present before that. Planned for urine culture and sensitivity. Assessment reports cystitis, dyspareunia and pelvic pain. (B)(6) 2021 progress notes: the patient presented with complaints of pelvic pain consistent with obturator neuralgia status post placement of a tvt o sling in 2016. The patient stated it was an obtryx sling. She stated it was placed for the treatment of cystocele and not for stress incontinence. Developed pain immediately after the procedure. She noted pain in the bladder with frequent utis and occasional hematuria; pain in the medial thigh going down her left leg; trouble ambulating. Pain is getting worse. She also noted sitting pain with genital pain; urinary urgency and frequency; no retention but voiding is slower; occasionally felt the sensation of passing gas per the urethra; positive constipation as well for 2 years; positive dyschezia; unable to have sex secondary to pain. However, she did note reduced clitoral sensation with inability to achieve orgasm. The patient will be scheduled in office consultation as well as an or time for complete mesh excision including both groin meshes. Impression: pelvic pain secondary to mesh. (B)(6) 2021 progress notes: the patient came complaining of vaginal pain, obturator neuralgia, recurrent uti and pudendal neuralgia. She continued to be severely disabled by her pain. She had significant difficulty with ambulation secondary to pain from her right sided obturator neuralgia. Continued to have significant sitting pain. She had been plated with recurrent utis and was on chronic antibiotics and had been using gabapentin which was mildly helpful. Next logical step in this patient's treatment would be complete mesh excision. Removing the mesh from the vaginal component as well as bilateral groin dissections for removal of the mesh from there as well. Diagnosis resulted chronic pain, recurrent uti, atrophic vaginitis, postoperative obturator neuralgia, and bacterial vaginosis. The patient has pudendal and obturator neuralgia with recurrent uti secondary to her tvt o sling. She also appeared to have some elements of right sided ilioinguinal neuralgia. The patient wished to proceed with surgery as soon as she is in a position to get it. She applied or disability and being granted disability. Patient prescriptions for antibiotics for her recurrent utls as well as recurrent episodes of bacterial vaginosis and gabapentin. Suggested ilioinguinal neurectomy at the time of her mesh excision surgery. Physical exam. Abdomen: the patient appeared to have some pain associated with palpation of the right side of her pfannenstiel scar possibly consistent with an ilioinguinal nerve injury. External genitalia: mild allodynia in the posterior fourchette of the vagina, positive skin rolling sensitivity both medial thighs as well as the upper vulva, positive point tenderness along the inferior pubic rami. Vagina: the levator plate is tight and tender to palpation, both obturator internus muscles are tender to palpation, the mesh itself feels quite tight and is exquisitely tender to palpation. Rectal: coccyx is nontender, both sacrospinous ligament complexes are tender the right greater than left, positive tinel sign. (B)(6) 2021 progress notes: assessment and plan: 1. Chronic pelvic pain in female; 2. Gross hematuria ; 3. History of suburethral sling procedure ; 4. Frequent uti ; 5. Difficulty voiding; 6. History of nephrolithiasis; 7. Genitourinary syndrome of menopause . Medications place this encounter: estradiol vaginal cream; methylprednisolone ; diphenhydramine; there are no discontinued medications. Orders placed this encounter. Procedures: urodynamic studies . Cystoscopy . Urine culture. Urine culture . CT ivp . Us pelvic mesh evaluation w 3d . Ua dipstick w/ reflex to microscopic exam if indicated, no culture reflex, except eph ua dipstick w/ reflex to microscopic exam if indicated, no culture reflex, except eph poct us bladder post void residual - os. The following plan was developed: 1. Chronic pelvic pain, groin pain, hip pain, bilaterally. 2. Status post transobturator synthetic mesh mid urethral sling, obtryx. Cystoscopy will be performed to further evaluate her symptoms and monitor anatomy. This will include evaluate for any urothelial abnormalities in her bladder or urethra as well as ruling out lower urinary tract mesh erosion. Particularly with patient's prior history of intermittent gross hematuria. Will also check a translabial ultrasound to localize a prior suburethral sling and will aid in surgical planning. Would like to obtain urodynamics to further evaluate her baseline lower urinary tract symptoms and function and help counsel her regarding surgical expectations. The patient had gross hematuria and a history of nephrolithiasis. She had undergone prior bladder biopsy in 2017 at (B)(6) hospital in (B)(6). Urology records and pathology records were reviewed which were notable for benign pathology. By limited records it appeared she had retrograded pyelograms. Given ongoing intermittent gross hematuria without culture proven infectious etiology as well as history of recurrent utis, recommend CT ivp. Could not obtain mr urogram to interstim implant which is not MRI compatible. Patient reported she had received IV contrast with premedication and tolerated without issue. Frequent urinary tract infections had mostly been treated empirically by the patient with self - start therapy. She had received refills via a general telemedicine service. She would like to continue prophylaxis with keflex. For genitourinary syndrome of menopause, should start low - dose topical vaginal estrogen with estrace. Outside records stated patient denied urinary incontinence prior to procedure, and at present as well. Pain was only relieved when lying down at night and hot baths also helped, which she does often. Saw a urologist, tried acupuncture and bladder instillations. Performed bladder biopsy. Interstim placed in 2017 due to constant utis and bladder pain, frequency, urgency, dysuria. Never experienced relief with interstim. Most utis were culture negative. Currently on continuous antibiotic prophylaxis cephalexin. On self - start therapy with flagyl for bv as well. Never had urodynamics. Prior therapies: interstim; pne; bladder instillations moldwin's cocktail; continuous antibiotic prophylaxis ; bv prophylaxis with flagyl. Current therapy: keflex ppx abx for uti; flagyl self - start therapy; gabapentin for pain; interstim is turned off. Review of systems reported positive for dysuria, hesitancy, intermittency, straining to void, sensation of incomplete voiding sometimes, force of urinary stream was poor. Sling was palpable at approximately mid urethra and was tender to palpation throughout the vaginal portion. Pain was greatest at obturator internus bilaterally. Mild pain levators bilaterally. Mild bladder pain with palpation. There was significant vulvovaginal atrophy with approximately 75% regression of labia minora. (B)(6) 2021 pathology: final diagnosis. A) medical device, right side surgical mesh, removal: piece of mesh removed gross description: designated right side of mesh is an irregular, flexible piece of mesh, 11.3 x 0.8 x 0.3 cm, with suture material along the side and firmly adherent tissue fragments, which are not submitted. B) medical device, left side surgical mesh, removal: piece of mesh removed gross description: b) designated left side of mesh is an irregular, flexible mesh fragment, 6.2 x 1.0 x 0.2 cm, with firmly adherent, minimal fibrous tissue is not submitted. ---additional information received on january 24, 2023--- on (B)(6) 2016, patient was evaluated for continued medication management of chronic cervical pain with headaches and abdominal pain (diagnosed as abdominal compartment syndrome after childbirth). She was using fentanyl 50 mcg every 48 hours with oxycodone 15 mg 4 times per day and was to work on tapering by decreasing the oxycodone or extending the duration of the duragesic patched from 48 to 60 hours. The patient stated she had tried this and it did not work well. Additionally, she reported that in the meantime she had undergone bladder sling surgery which caused some stress incontinence and increased pain. The impression also included low back and bilateral lower extremity radicular symptoms. The plan was for the patient to decrease the oxycodone from 4 to 3 tablets in a day regularly. Topamax 25 mg was added anywhere from 1 to 4 at night. She will increase the dose every 3 days if needed. She will discontinue amitriptyline in the interim. On (B)(6) 2021, patient visited the office for urodynamic study and scheduled to return for cystoscopy. Visit diagnosis: - complication of other implanted genitourinary mesh, unspecified complication, subsequent encounter. - history of suburethral sling procedure; - chronic pelvic pain in female; - difficulty voiding; - bilateral groin pain. Planned procedure: 1. Transvaginal exploration for mesh removal; 2. Transvaginal urethrolysis ; 3. Bilateral obturator fossa exploration for mesh removal ; 4. Anterior vaginal wall reconstruction ; 5. Cystoscopy. Pre-procedure diagnosis: 1. Difficulty voiding; 2. Frequent uti ; 3. History of suburethral sling procedure . Procedure: multi - channel urodynamics including complex cystometrogram - cmg, surface electromyography - emg, complex uroflowmetry, voiding pressure studies, and measurement of intraabdominal pressure. The patient tolerated the procedure well. Impression: urodynamics showed normal compliance and reduced maximum cystometric capacity. They demonstrated normal sensation - patient was aware of increasing sensation with bladder filling up to a strong desire to void. Detrusor response to filling was normal without detrusor overactivity. Urinary incontinence with detrusor overactivity was not demonstrated. Voiding was with normal pressure, normal flow, complete emptying, and silent emg activity. There was no definitive evidence of obstruction. Stress urinary incontinence was not demonstrated. On (B)(6) 2021, the patient underwent cystoscopy. Cystoscopy showed no lower urinary tract mesh erosion and was unremarkable. Urodynamics were without definitive evidence of bladder outflow obstruction. On (B)(6) 2021, the patient visited the office post mesh removal on (B)(6) 2021. The preoperative diagnoses prior to the mesh removal were: 1. Complication of implanted genitourinary mesh; 2. Bilateral groin pain; 3. History of suburethral sling procedure; 4. Chronic pelvic pain in female. The procedures performed included: 1. Cystourethroscopy; 2. Transvaginal exploration for mesh removal; 3. Bilateral exploration of the thigh and obturator foramen for mesh removal; 4. Transvaginal urethrolysis; 5. Anterior vaginal wall reconstruction. At the time of the post-op visit, the assessment and plan were as follows: status post complete sling excision. She was doing well post op. Subjectively; her voiding lower urinary tract symptoms had resolved post sling excision. Voiding without difficulty and normal flow; no gross hematuria or dysuria; regular bowel movements. Continued activity restrictions and discussed precautions. Started low dose of topical vaginal estrogen. The patient was to return for follow up in 3 months (around (B)(6) 2022). ---additional information received on june 27, 2023--- during a telehealth visit on (B)(6) 2020, the patient reported to experience fatigue, difficulty sleeping, vaginal discharge, muscle pain, muscle weakness and nausea.

Manufacturer narrative:
Blocks b5, b7, section d: suspect medical device, section g1: manufaturing site, h4: device manufacture date and h6: patient codes have been updated based on the additional information received on june 27, 2023. Block b3 date of event: date of event was approximated to may 12, 2016, implant date, based on the information that the patient developed pain immediately after the procedure. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. (B)(6). Block h6: imdrf patient codes e2101, e1309, e1309, e0123, e1901, e1310, e2015, e1405, e1301, e1302, e2401 and e2328 capture the reportable events of mesh firmly adherent tissue fragments; voiding is slower, hesitancy; postoperative obturator neuralgia and ilioinguinal nerve injury; pain in the bladder with frequent utis, abdominal pain, joint and back pain, sitting pain with genital pain, pain in the medial thigh going down to the left leg; bacterial vaginosis; atrophic vaginitis and vulvovaginal atrophy; difficulty with intercourse; burning when urinating; blood in urine, occasional hematuria; trouble ambulating; and transvaginal urethrolysis. Imdrf impact codes f1905, f1202, f2201 and f1901 capture the reportable events of pieces of mesh removed, severely disabled by pain, bladder biopsy and additional surgery for transvaginal urethrolysis.